Event description:
It was reported that the patient presented in-clinic after receiving shocks. Noise was observed. Externalized conductors were noted via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasions were found at 7.3-8.6cm and 30.5-31.2cm from the electrode tip. The etfe coating was intact at these locations. Internal insulation abrasion was found at 23.1-25.0cm from the electrode tip under the svc shock coil. The etfe coating was intact at this location. External insulation abrasion was found at 11.3-13.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating of the svc conductor was abraded at this location. This is consistent with the reported noise.